Event description:
A patient reportedly received a corneal burn during a phacoemulsification procedure. The doctor detected the event at the conclusion of the procedure. The patient did not require additional sutures; however it is not known at this time if there will be any long term effect. The doctor requested that the equipment be checked out prior to being used again.